Event description:
Information was received indicating that a smiths medical cadd administration set was leaking from the filter. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Information was received that incident occurred twice while infusing; infusion stopped and tubing/pmp was changed to gravity infusion.